Event description:
Complainant alleged that the clinicians were attempting to pace a patient (age and gender unkown), but the device would not capture the patient's heart rhythm. The clincians were able to obtain another device to successfully pace the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.